Event description:
Info received indicated the pt could not be weaned off ventilator due to pulmonary regurgitation after truncus arteriosus repair. Dilatation of the conduit was seen by echo. Thrombus was noted in the valsalva sinuses of the conduit, which did not allow the cusps to move. The valve was replaced with no additional pt complication reported.